Event description:
The catheter used to measure pulmonary artery pressure had a hole on the side, causing blood to drip out. Discovered after line was inserted. A new catheter was opened and used.====================== manufacturer response for 8.5 french swan catheter, 10cm sheath, teleflex (per site reporter).====================== they want us to send the failed catheter back and they will send us a replacement product.